Event description:
It was reported that this pacemaker system exhibited loss of capture (loc) on the right ventricular (rv) lead. Additionally, atrial undersensing was noted as well. The leads involved are non boston scientific products. Reprogramming options were discussed. No adverse patient effects were reported, at this time, this device system remains in service.